Event description:
It was reported the patient experienced fluid located in the ipg pocket. As a result, the patient experienced pain located at the ipg site. In turn, the patient underwent surgical intervention wherein the ipg was explanted and replaced.